Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the elevator not working was likely due to an external force applied to the insertion section. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of elevator not working was confirmed. A visual inspection was performed on the device by manipulating the forceps elevator lever and it was confirmed that the movement was consistent and normal. The elevator at the distal end was observed and the up and down movement was operating as normal. In addition, the tech found shadow in the echo signal and excessive echo signal was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope elevator is not working. The event occurred during reprocessing, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.